Event description:
It was reported that during a vena cava filter placement procedure the filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in report has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified herein. A manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system kit was returned for evaluation. During the visual evaluation, the filter was noted to be in the storage tube. The pusher wire was detached from the pusher catheter inside of storage tube. One electronic video is provided and reviewed. The video shows a pusher catheter and filter storage tube. The user retracted the pusher catheter and advanced it again. The pusher rod came out of its original position. When the user tries to advance the pusher rod, the filter is unable to be advanced. Therefore, based on the video review, the reported failure to advance the issue is can be confirmed. Therefore, the investigation is confirmed for the reported failure to advance as the filter was noted to be in the storage tube. The investigation is also confirmed for the identified detachment of device or device component issue as the pusher was noted to detached. A definitive root cause could not be determined based upon the available information. A review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that: "e. Warnings - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath." Device expiry date: 02/2025. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.